Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The returned delivery device was returned to demonstration generator where button functionality was tested and performed normally. The needle was able to be deployed and retracted without any issues. The device performed prime and pretreatment but a leak was found from where the piece that screws into the water line luer attaches to the hose causing the device to overheat. No further treatments could not be performed due to this finding; however, no needle deployment issues could be identified. It is possible that during use of the device, the scope shifted and obstructed the needle prevented it from being deployed. A review of the labeling and operator manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on review of all the information available, the exact cause for the observed device observation cannot be established.

Event description:
It was reported that the delivery device did not deploy in the middle of the procedure. The procedure was canceled because there was no extra delivery device available. The patient was scheduled to come back to resume treatment.

Event description:
It was reported that the delivery device did not deploy in the middle of the procedure. The procedure was canceled because there was no extra delivery device available. The patient was scheduled to come back to resume treatment.